Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
A review of the pump black box data and alarm histories indicated evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side of the pump. The battery cap secured properly to the pump. During testing, evaluation revealed that the transceiver board was drawing high current. When a test transceiver was installed, the current draws measured within specification. The transceiver was examined and a cold solder connection was found. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump¿s battery life was less than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.